Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock was loose and leaking insulin. The customer disconnected at the site, tightened the luer lock connection, and primed the tubing to remove the air. The customer's blood glucose (bg) level was 300 mg/dl and the bg level was addressed with a bolus via the pump.